Event description:
It was reported that the patient's glucose reached 300 mg/dl, while wearing the pod between 1 and 4 hours on the back. The patient was unsure if the cannula was properly inserted into the skin. Hyperglycemia treated by activating new pod and bolus.

Manufacturer narrative:
It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.